Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had decreased to 90 mg/dl while wearing the pod between 36 and 48 hours. The patient reports they had accidentally entered 19 carbohydrates in the total bolus box instead of in the carbohydrates box. Upon arrival of the paramedics the patient was treated with glucose gel. The patient did not need to go to the hospital.